Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
Implanting information is unknown. The secondary case was completed on (B)(6) 2017 for an unknown reason and the patient was implanted with three (3) new afx limb stent grafts.

Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was unsubstantial evidence to support the following reported events: secondary endovascular procedure, reason for repair, and patient final disposition. Due to the lack of medical information surrounding the initial implant procedure and the reported secondary endovascular procedure, the device failure, the cause for the secondary endovascular procedure, procedure related harms, and the final patient disposition could not be ascertained. Reportedly, the patient was stable post the secondary procedure. To date there has been no reports of further negative patient sequalae. Lot information was not received and a manufacturing review was unable to be performed. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system. Method codes: add 36. No codes removed.

Event description:
Clarification: endologix became aware of a re-intervention on (B)(6) 2017 as reported by physician rajiv chander at va james j. Peters. As the date of event is unknown, the best estimate (B)(6) 2017 was used. The implanting information is unknown including the implanted date, suspect medical device, and initial reporter and therefore, an afx bifurcated stent graft and the physician to the secondary procedure will be used. The implanted date will remain blank as an estimate cannot be ascertained based on the available information. During re-intervention, the patient was treated by implanting three (3) limb stent grafts on (B)(6) 2017 by the reporting physician. The patient's current condition is unknown.